Manufacturer narrative:
The fse observed the high temperature during routine maintenance and determined the blower assembly should be replaced. Following the evaluation of the device, the fse replaced the blower assembly to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14dec2020.

Event description:
It was reported to philips that a unit had high blower temperature. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.